Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0u282, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient¿s family member reported heating at ins and lead site. He did turn off the ins .the patient reported heating during the MRI. He said he also took the batteries out but not until after he pressed the stim off key. He stated that the MRI facility did not verify that the device was off .the patient reported activities/emi could be related to issue. MRI was stopped but ins site was warm to the touch. The patient¿s family member was going to make an appointment for his wife to have ins and lead checked. It was noted that the change of therapy/symptom was noted as sudden. There was no a visual marking or blisters at the ins site. The patient¿s family member asked if ins and lead would have to be removed. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.